Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's lead had migrated and the patient lost stimulation. As a result, the lead was explanted and replaced with two leads on (B)(6) 2016. The patient received effective stimulation following the procedure.